Event description:
Ivus catheters (2 each same lot) failed during preparation, no image. Case was completed using different ivus catheters. Vendor bench tested catheters next day and found them to be functional. Vendor replacing catheters at no charge. Similar reports in maude database. Manufacturer response for ivus catheter, refinity ivus catheter (per site reporter) vendor replaced at no charge.